Event description:
It was reported the shaft fractured. At the completion of a stenting procedure, the physician removed all of the devices from the patient. The physician then decided he wanted to go back in and repair another lesion. The tech attempted to separate the previously used sds from the guidezilla outside of the patient, the shaft separated from the extension component of the guidezilla. The procedure was completed with another of the same for further stenting with optimal results. No complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).